Event description:
It was reported to boston scientific on (B)(6), 2010 that a cre fixed wire balloon dilator was used in a dilatation of an esophagus on (B)(6), 2010 for a (B)(6) male patient (patient weight and identifier are unknown.) According to the complaint, the doctor had finished the dilatation procedure and attempted to withdraw the fully deflated balloon into the scope, however it was impossible to pull the balloon through the 2.8mm working channel scope. They had to remove the scope and balloon together and cut the balloon from the scope. It was reported that the deflated balloon had "waisted" making it difficult to withdraw. On (B)(6), 2010 preliminary investigation of the returned device revealed the catheter to be broken (a previously unknown malfunction) making this event reportable. The procedure had been completed with this device and there were no patient complications. The patient's condition had been described as "stable."

Manufacturer narrative:
(B)(4): preliminary analysis of the returned device revealed that the hub was detached and not returned. The appearance of the area of detachment is consistent with cutting off of the hub. (Edges are smooth; there is no indication of stretching.) The catheter shaft is cracked 118 cm from the distal tip. Bends were present on the catheter shaft from 118 - 130 cm from the distal tip. These are consistent with the use of excessive force. The balloon was relaxed, deflated and bunched-up towards the distal tip, however no tears were present. It is likely that the damage to the catheter was inflicted while trying to withdraw the device through the scope. This complaint has a root cause of operational context.